Event description:
(B)(4) received a call on 07/17/2016 reporting a medical intervention that occured on (B)(6) 2016 at 11:30am. Patient ((B)(6)) called in stating that her prodigy meter results were reading too high. The reading on the prodigy meter at the time of the event was 456mg/dl. (B)(6) panicked and felt dizzy. (B)(6) normal blood glucose reading around the time of day of the event is 130-180mg/dl. (B)(6) had taken the following medications prior to seeking medical attention:tradjenta 5mg-1pill, metformin 500mg-1 pill, glipizide 5mg -1 pill, hydralazine 50mg -1 pill and amlodipine besylate 10mg -1 pill. St also consumed an egg sandwich, a banana and an 8 ounce bottle of water. (B)(6) went to the hospital on her own. (B)(6) blood glucose results upon arrival at the hospital was 270mg/dl. (B)(6) was given a fluid IV at the hospital for dehydration. The hospital also performed a urine test and blood test but no results were given. (B)(6) blood glucose results prior to discharge was 180mg/dl. (B)(4) sent replacement and prepaid envelope requesting return of suspect device